Event description:
It was reported that the blade packaging was brittle. It was further reported that on attempting to open the peel pack; one side broke away leaving the package unopened. No adverse consequences were reported.

Manufacturer narrative:
Based on information provided by the sales rep and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.